Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The log file was not reviewed, because no day of treatment was provided. The system history showed that the laser was verified successfully prior and after the date of report. At the visit on site the field service engineer (=fse) checked the instrument. The fse identified no problem: energy, beam profile and eye tracker meet the requirements. The fse concluded that the device met specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that treatment results were not correct. The issue appeared after refractive surgeries, often a day or more after treatment. There was no patient impact and the number of patients was unknown. Additional information has been requested but not received to date.